Event description:
Healthcare professional reported rupture confirmed via MRI and ultrasound and pain on palpation. This record is for left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: no observed. ¿ breast pain: unable to observe as it is not related to the manufacturing process. ¿ silicone migration: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases and deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported rupture confirmed via MRI and ultrasound and pain on palpation. This record is for left side. The device was explanted.

Event description:
The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b.5., b6, d6b., h.6.